Event description:
Correction: device details in section d of previous report was incorrect. This has been updated accordingly under this report. Per the clinic, the device was explanted under general anaesthetic.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to lack of benefits from the device. The patient was reimplanted with transcutaneous osia implant system device during the same surgery.